Event description:
The customer reported that the kappa monitor went black while in use on (B)(6) 2024, and that patient vital sign information could not be displayed. Other monitoring device was immediately replaced. No adverse patient impact or death was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
A complaint was received that reported the kappa display suddenly went black while the device was in use on (B)(6) 2024. All patient vital sign information became unavailable, and a new monitoring device was immediately swapped to replace the defected monitor. The monitor, was used in the intensive care unit and was in use with a patient when the fault, occurred, however no injury was reported. The device appropriately alarmed to alert the user of the condition. Multiple attempts were made to the customer to obtain additional information regarding this event; however, no additional information was provided. Draeger service was not involved so no information regarding a resolution was obtained. The device serial number was also not provided and therefore any relevant device history including previous maintenance and service is unknown. The instructions for use provides guidance to the user for performing proper service and maintenance on the kappa device in order to maintain device functionality. The device should undergo inspection/safety checks by a trained service personnel every 2 years. A root cause for the reported complaint could not be determined due the limited information made available in this investigation.

Event description:
The customer reported that the kappa monitor went black while in use on (B)(6) 2024, and that patient vital sign information could not be displayed. Other monitoring device was immediately replaced. No adverse patient impact or death was reported.